Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient continued to have intermittent driveline fault alarms and developed elevated pump power and flows. It was noted that the patient had a known history of driveline fault alarms with suspected short to shield (sts) and was previously placed on an ungrounded cable. Log file review confirmed the intermittent driveline fault events. Transient above baseline powers of 7 watts were observed starting (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient continued to have intermittent driveline fault alarms and developed elevated pump power and flows. It was noted that the patient had a known history of driveline fault alarms with suspected short to shield (sts) and was previously placed on an ungrounded cable. Log file review confirmed the intermittent driveline fault events. Transient above baseline powers of 7 watts were observed starting (B)(6) 2022.

Manufacturer narrative:
Section a3: patient age was requested but was not provided. Related manufacturer's report capturing the onset of driveline fault alarms: 2916596-2022-01543. Manufacturer's investigation conclusion: review of the submitted log file confirmed intermittent driveline fault alarms and transient elevations in pump power. A specific cause for these findings could not be conclusively determined through this evaluation. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise; however, no product is available for evaluation. The system controller log file contained data from (B)(6) 2022 through 31may2022. Persistent, silenced driveline fault alarms were captured throughout the log file. These alarms corresponded with yellow wrench advisory alarms. Additionally, transient, slight elevations in pump power and flow were observed between (B)(6) 2022 and 31may2022. Pump function was not interrupted, and no other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2017. No further information was provided. The manufacturer is closing the file on this event.